Manufacturer narrative:
The returned system and the reported incident as the system performed to specification. The visual inspection shows no damages, scratches and no dents. The coblator ii unit is visually not compromised. The warranty void is untouched and in its original condition. There are no manufacturing abnormalities visually observed with the returned unit. The complaint was not verified and the root cause root cause of the complaint could probably be determined with factors unrelated to the design and manufacture of the unit which could have contributed to the complaint event are outlined in the technical specification provided with the device associated with set up, used accessories and use of the device. There were no indications that would suggest that the system did not meet product specifications upon release into distribution.

Event description:
It was reported that during three cases the coblator does not have the required efficiency for a turbinate reduction. However, the turbinate tissue is still and not reduce as what it can perform normally. No back up device was available.